Manufacturer narrative:
Intuitive surgical inc. (Isi) received the large hem-o-lok clip applier associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a loose grip cable at the distal end. The root cause was attributed to a component failure. A related failure was also observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement testing, and moved intuitively in all directions. However, the clip test was performed and failed. The root cause was not determinable. A review of the instrument log for the large hem-o-lok clip applier instrument (part number: 470230-12, lot number: n10200204-0217) associated with this event was performed. Per the log, the instrument was last used on (B)(6) 2021 on system (B)(4) for 00:07:34. The instrument had 55 uses remaining. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument failed clip testing. However, deficiencies in clip application may lead to inadequate hemostasis. While there was no patient involvement, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the customer observed that the 8mm large hem-o-lok clip applier was broken. There was no patient involvement.